Manufacturer narrative:
The following field has been updated with corrected information: b.3. Date of event: (B)(6) 2021. The following fields have been updated with additional information: b.1 adverse type: reported issue is both an adverse event and product problem event attributed to: required intervention. B.2. Other details: details of the intervention was unable to be obtained. B.5. Describe event or problem: it was reported that during use with an unspecified bd push button blood collection set when the button pushed the needle did not retract and the user sustained a needle stick injury to the palm of hand. Patient impact has not been obtained. This is the 1st of 4 occurrences. The following information was provided by the initial reporter: customer reports that needles aren't fully retracting on push button wingsets additional information obtained from customer 24-apr-2023: (B)(6) 2021: after drawing patient's blood, I activated the needle retraction safety feature which failed to retract, and I was poked on palm of hand. H.1 type of reportable events: serious injury. H.6 additional imdrf annex e code: e2010. H.6 additional imdrf annex f code: f11. H.6 additional imdrf annex a code: a0509. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with an unspecified bd push button blood collection set when the button pushed the needle did not retract and the user sustained a needle stick injury to the palm of hand. Patient impact has not been obtained. This is the 1st of 4 occurrences. The following information was provided by the initial reporter: customer reports that needles aren't fully retracting on push button wingsets additional information obtained from customer 24-apr-2023: (B)(6) 2021: after drawing patient's blood, I activated the needle retraction safety feature which failed to retract, and I was poked on palm of hand.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd push button blood collection set when the button pushed the needle did not fully retract. Patient or user impact has not yet been obtained. The following information was provided by the initial reporter: customer reports that needles aren't fully retracting on push button wingsets.